Manufacturer narrative:
Additional info: b5 - added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a device's battery was not holding a charge. There was no patient involvement. One mrx battery was returned to the failure analysis lab for evaluation. The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies were found. The case, latch, elastomer, and terminal contacts were found to be in normal shape and condition. The battery was tested and passed all testing. The reported issue was unable to be duplicated. The reported problem could not be verified in the lab - the battery was received in a low state, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer) and seemed to be operating normally. However, due to the battery manufacturing status ¿calen¿ flagging in a reset mode when received, and the status remaining unchanged even after successful battery calibration, it was decided that the battery be returned to vendor for further investigations. The vendor final investigation report was received. The report found no fault with the battery pack.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a device's battery was not holding a charge. There was no patient involvement.